Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, during the setup of their visera elite ii video system center device, it was discovered that the device did not produce an image. The customer was reportedly running the digital visual interface (dvi) through a stryker brand boom. The olympus representative advised the customer to run a serial digital interface (sdi) cable directly to the monitor, bypassing the boom in the process, and then to change the input on the monitor to sdi the customer was then able to get an image, after which the settings were returned to dvi, and everything was reconnected back according to the customer¿s original configuration. The customer verified that the image was working, and as such no further troubleshooting was necessary, and no device would be returned for evaluation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.